Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on the rate/sense channel that was oversensed and led to an inhibition of ventricular pacing in this pacer-dependent patient. The lead measurements are within normal limits. The noise was unable to be reproduced with valsalva, isometrics, or deep breathing.